Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to power-on-reset (por) that occurred. After the device was restored from backup mode, functional testing was performed. Telemetry, pacing lead impedance, sensing, and pacing output functions of the device were tested and found to be normal. The high voltage output circuitry of the device was confirmed to be damaged. The cause of the high voltage circuit damage and por could not be determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed back up operation on the implantable cardioverter defibrillator (ICD). The physician elected to explant the ICD and replace the ICD. The patient condition was stable.